Manufacturer narrative:
No qc issues were noted. A field service engineer (fse) was on-site and replaced the cartridge chemistry sample probe and mixer wash station. Repairs were verified and the issue was resolved. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding false high triglyceride (tg) results generated by the unicel dxc 600i synchron access clinical system. The original results were in the range 415-923 mg/dl and upon repeat the results were in the range 108-285 mg/dl. There were no long-term consequences for the patients.